Event description:
Info received indicates the head section will not stay up.

Manufacturer narrative:
The tech found the head up/down drive brake spring was dirty. The tech cleaned and degreased the brake spring to repair the bed.